Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The atrial lead exhibited oversensing noise and inappropriate auto mode switch episodes. The patient was not dependent. No medical intervention or patient symptoms were reported. The lead would continued to be monitored.